Event description:
Customer hospitalized due to high blood glucose and ketoacldosis. Per affiliate the patient and their nurse believes this happened due to human factors. There were air bubbles in the reservoir and the infusion set but the patient did not eliminate them. The patient has not resinded the pump during this period. When the patient started to use the pump again, patient went up from 5.4 mmol/l before lunch with a normal meal blous to 19.3 two hours after lunch. Patient took a new bolus with the pump but the blood glucose did not go down so they took a blous with an insulin pen linstead and the blood glucose went down.